Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server reboot was requested. A technical support specialist applied knowledge article 'pyxis es server reboot process and validation' and dialed into the server and proceeded with reboot process. Then tss disabled services as instructed by knowledge article, rebooted the server, validated extensible markup language (xml) processing times, and confirmed the reboot completed successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, messages were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.